Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1005 upon interrogation which is indicative of an open circuit condition was detected during shock delivery. It was noted shocks were not always successful converting and therapy was exhausted in one episode. Subsequently, the device was explanted and replaced. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. Correction to b5: event description updated for clarity/correctness.correction to h6: device coding updated to reflect b5. Added additional device codes to capture high out-of-range shock impedance measurement during attempted shock delivery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, recorded a code 1005, indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected during attempted shock delivery. It was noted shocks were not always successful converting and therapy was exhausted in one episode. Subsequently, the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This ICD was received for analysis.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. Correction to b5: event description updated for clarity/correctness. Correction to h6: device coding updated to reflect b5. Added additional device codes to capture high out-of-range shock impedance measurement during attempted shock delivery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, recorded a code 1005, indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected during attempted shock delivery. It was noted shocks were not always successful converting and therapy was exhausted in one episode. Subsequently, the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This ICD was received for analysis. Additional information received reported that prior to system replacement, this implantable cardioverter defibrillator (ICD) system delivered 13 inappropriate shocks. Three days later, the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. Correction to b5: event description updated for clarity/correctness. Correction to h6: device coding updated to reflect b5. Added additional device codes to capture high out-of-range shock impedance measurement during attempted shock delivery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, recorded a code 1005, indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected during attempted shock delivery. It was noted shocks were not always successful converting and therapy was exhausted in one episode. Subsequently, the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This ICD was received for analysis. Additional information received reported that prior to system replacement, this implantable cardioverter defibrillator (ICD) system delivered 13 inappropriate shocks. Three days later, the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.